Event description:
Caller reported a minimum fill notification and there was no adverse impact to the customer's blood glucose level. Caller was unsure about which cartridge had just been filled with insulin, so technical support guided him to try another cartridge in the preparation area. Caller successfully loaded a cartridge onto the pump and resumed insulin delivery.